Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded monofocal intraocular lens (iol) trailing haptic was broke off when inserting the lens into the patients right eye using emerald cartridge. Lens was fully inserted. The lens needed to be removed, surgeon had to enlarge the incision and sutures were used to close the incision. The procedure was then completed using a backup lens. The iol is not available for return. Additional information received stated that the back up lens used was of same model and diopter. It was confirmed that sutures were used to close the incision as a standard process and there was no injury. No other medical/surgical interventions were required. There was no use error. No further information is available.